Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "an enlarged lymph node in the armpit," "major capsular contracture [baker grade unspecified] going on," and "deflated" implant.

Event description:
Patient's mother reported patient "is having major issues" with implants and "want[s] to confirm if they have been recalled," "lots of pain on one side and the breast have changed and have gotten, lower," "doctor found severe, calcification and an enlarged lymph node in the armpit. They did biopsy on it. Then [patient] went to a plastic surgeon, who said there is major capsular contracture [baker grade unspecified] going on," and "some rippling a couple years ago, so they are deflated as well.¿ the device remains implanted. This represents the right side.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Baker grade of capsular contracture confirmed as iii.